Event description:
Needlestick injury due to inappropriate operation of lock part of the safety mechanism. While the nurse was handling the device, which safety mechanism was locked, the needle came out again and stuck the nurse's finger. After the incident the safety lock mechanism was confirmed and it was actually locked and the needle did not come out again. The patient to whom the device was used on had (B)(6).